Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported by the patient advocate that this implantable cardioverter defibrillator (ICD) presented connecting issues with a communicator and was recommended to be replaced. Later it was found that the device had a successful communication. However, it was noticed that there was an alert related to high out of range pacing impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. The clinical representative indicated that the plant is to continue monitoring the patient. This ICD remains in service.

Event description:
It was reported by the patient advocate that this implantable cardioverter defibrillator (ICD) presented connecting issues with a communicator and was recommended to be replaced. Later it was found that the device had a successful communication. However, it was noticed that there was an alert related to high out of range pacing impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. The clinical representative indicated that the plant is to continue monitoring the patient. This ICD remains in service.